Event description:
As reported by the edwards territory manager, during the transapical transcatheter aortic valve replacement (tavr) procedure, after the sapien transcatheter heart valve was deployed, the patient's pressures dropped requiring the patient to be placed on bypass. There was no annular rupture and the valve was functioning as intended. Angiogram showed a pre-existing lesion (90%) in the coronary artery that was felt to have caused ischemia; the lesion was treated with a stent. The patient still had difficulty recovering and was placed on an intra-aortic balloon pump (iabp). The patient's apical and bypass access sites were closed and the patient left the room stable. Additional information received from the territory manager indicates this patient expired sometime after the tavr procedure. The details of the patient's expiration are not available. Per the report received, the valve was positioned 50:50 pre-deployment, and final valve position was 60:40 aortic; however, the valve was no impeding the ostium of the coronaries. The native valve/leaflets and aortic root were moderately calcified. There was mild mitral annular calcification and moderate ventricular septal hypertrophy. The patient's ejection fraction was 50-55%.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and rf3 training guide, hypotension is a known potential adverse event associated with the use of the bioprosthesis and the transcatheter aortic valve replacement (tavr) procedure. There are many potential causes for hypotension post valve deployment including, but not limited to, underlying cardiac disease, medications, anesthesia, rapid pacing, and the procedure itself. In this case, it appears that patient and procedural factors caused or contributed to the event of hypotension post valve deployment (the patient had pre-existing coronary artery disease, including an untreated 90% lesion, in combination with rapid pacing). Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.